Event description:
It was reported to philips that the etco2 port connector worn. The filed service engineer (fse) found that the etco2 port connect was damaged and needs replacement. Upon conclusion of the evaluation, it was determined that the etco2 connector requires replacement. It was replaced. The device passed testing and was put back into service.